Event description:
Event description guidant received information that this implantable lead exhibited noise on the rate/sense channel which resulted in the delivery of an innapropriate shock. A guidant technical services (ts) consultant discussed the long is-1 terminal pin issue, and recommended evaluation. The area sales representative was on his way to the case when he called, and did not have the serial number or patient name. It is not known at this time if pacing inhibition was associated with the oversensing.